Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs programs would no longer decrease in amplitude sometimes after a previous fall (date unknown). Reportedly, system diagnostics identified multiple contacts with high impedance values. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was revised to address the issue. Postoperative reprogramming is pending resolution.

Manufacturer narrative:
It was erroneously reported that the patient underwent surgical intervention on (B)(6) 2018 to revise the lead. The patient may still be awaiting surgical intervention at a later date.

Event description:
Additional information revealed the patient did not undergo surgical intervention on (B)(6) 2018 as previously reported. The patient may still be awaiting surgical intervention at a later date.